Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged unexpected shutdown issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating. Additionally, it was reported that the pump intermittently shut down unexpectedly. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate pump for insulin therapy.